Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s modem cable. The customer will order a replacement modem. After proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.